Event description:
It was reported that during a gastric bypass procedure, the device would not release. The device had to be cut off the tissue with another device. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.